Event description:
It was reported that this patient presented to the emergency room with phrenic nerve stimulation. Programming options were explored; however, they were unable to program around the stimulation whilst maintaining consistent left ventricular (lv) capture. The underlying rhythm was sinus rhythm. The lv lead was programmed off per the physician's advisement. The av delay was extended to minimize right ventricular (rv) pacing. The patient will be re-assessed in a few weeks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.